Event description:
It was reported to siemens that an adverse event occurred while operating the axiom artis dba system. During yearly quality checks by the official quality/radiation authorities physicists; there was a radiation incident. It was reported that the physicist was exposed to radiation while doing the setup because she was unaware the radiation was already on. The physicist reported slightly reddish skin on the forearms 3 days after the incident. Furthermore, the physicist has been examined by a doctor and her condition has improved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system history, system log files, and simulation. Three days after yearly quality checks of the siemens system performed by two employees of the customer; one person reported redness, itching and peeling (erythema) of the skin on the forearms. The employee was examined by a doctor and no further health consequence was reported. The reading of the personal dosimeter, worn under a lead apron, showed no abnormalities (0 ¿sv). The other employee, who had no effect, was also examined by a doctor and no health consequences were reported. To perform the yearly check, the device must be set into service mode, as this allows manual adjustment of the voltage required to perform the tests. At the request of the customer, siemens service had enabled the system service function "control fluoro", where the x-ray can be triggered with sw button "start x-ray" in addition to hand/foot switches. The employees prepared the setup at the device (one person performed actions in the x-ray beam, the other sat next to/underneath the device). After a few minutes, they noticed the "x-ray on" warning lights were on, indicating that the device was producing radiation. According to the provided information, there was no adequate response to the warning signals as the employees could not believe that the device was really releasing x-ray. The "door contact switch" was not configured which is the responsibility of the customer. Therefore, the x-ray was available even when the door was open. When the employees checked the control panel in the control room, only the 'x-ray off' (not 'x-ray on') button was available, which confirmed that the system was releasing x-ray. X-ray was stopped by clicking the "stop x-ray" button. It is unclear how or by whom the "start x-ray" button was activated. Evaluation of the logs and on-site inspection by customer service did not identify a system malfunction for the reported event (e.g., the warning lights are functioning properly). For radiation dose exposure estimation the incident was simulated onsite by siemens service. The simulation was performed using worst case assumption, i.e. Measured the dose at the location where the employee partially performed actions in the x-ray beam at 10 minutes (maximum duration of fluoro, determined from log analysis) with control fluoro (50kv, 20ma). The measured dose was 292 mgy. The occurrence of skin reactions at the determined 'worst case' dose values is unlikely, although it cannot be excluded. The actual dose applied can be assumed to be lower, as it is unlikely that the person concerned had their arms in the x-ray beam at all times. To ensure that the effective personal dose remains below the legal limit, the employee who experienced the skin redness wears a wrist dosimeter for accurate dose monitoring. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.